Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The physical investigation showed the guidewire was deformed at the tip, coiling of the guidewire was mangled, and the guidewire was broken at 38 cm from the tip. Therefore, the investigation is confirmed for break. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2023) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
An unknown thrombectomy catheter was received in the biolab. Our firm performed follow up attempts to the facility in which the device was returned from in an effort to understand how the device was used and if there was any patient involvement, but the facility did not provide any further details. However, it was identified during visual inspection of the device that the guidewire was uncoiled and broken. Therefore, this event was opened to capture that finding. Although it is unclear if there was any patient involvement and therefore, no known injury, this event will be reported as a malfunction.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex set products that are cleared in the us. The pro code and 510 k number for the rotarex set products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a catheter and guidewire angled were physically investigated. The catheter showed no malfunction, the guidewire was deformed at the tip and coiling of the guidewire was mangled and guidewire was broken at 38 cm from the tip of it. The reported damage of the guidewire can be confirmed. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
An unknown thrombectomy catheter was received in the biolab. Our firm performed follow up attempts to the facility in which the device was returned from in an effort to understand how the device was used and if there was any patient involvement, but the facility did not provide any further details. However, it was identified during visual inspection of the device that the guidewire was uncoiled and broken. Therefore, this event was opened to capture that finding. Although it is unclear if there was any patient involvement and therefore, no known injury, this event will be reported as a malfunction.